Manufacturer narrative:
(B)(4). Device evaluation: the device was returned to baxter for evaluation. A visual examination was performed. Device evaluation confirmed the reported condition of a ruptured reservoir. The device is a single use device and was discarded. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through idc-CAPA-(B)(4). Batch review determined that no nonconformance reports were documented for this lot during manufacturing. A follow up report will be submitted if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that the reservoir of a folfusor lv 10 device ruptured after filling. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4) the device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.